Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, intertrochanteric fracture was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date and further suggests patient underwent an additional femoral resurfacing procedure for an unknown side on (B)(6) 2008. Additionally, invoice history suggests patient underwent a revision procedure on (B)(6) 2008 where the acetabular cup was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. During post operative monitoring and testing, an intertrochanteric fracture that was noted on (B)(6) 2010. Subsequently, patient underwent a revision procedure on an unknown date where a rod was implanted to repair the fracture. A review of invoice history suggests patient underwent a revision procedure on (B)(6) 2008 where the acetabular cup was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. During post operative monitoring and testing, an intertrochanteric fracture was noted. Subsequently, patient underwent a reoperation on (B)(6) 2010 whereby a rod was implanted to repair the fracture.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. Subsequently, the patient experienced an intertrochanteric fracture that was noted on (B)(6) 2010. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date and further suggests patient underwent an additional femoral resurfacing procedure for an unknown side on (B)(6) 2008. Additionally, invoice history suggests patient underwent a revision procedure on (B)(6) 2008 where the acetabular cup was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain."